Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was removed, but insert battery alarm did not display on screen. Customer stated display did not return after restart. Customer stated insulin pump was not drop or bumped. Customer stated that reservoir rewind went down a ways, and have not moved down. Customer stated that insulin pump was not with him because he was hospitalized due covid-19. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device rewinds properly. No drive/motor anomaly noted. The motor was tested outside of the device and passed. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. (B)(4).